Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total gastrectomy procedure. The stapler was being applied to the antrum. Cannot close after opening insurance. The jaws of the device did not lock onto the tissue. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, replaced the staple cartridge. There was no patient harm. The patient status is no injury.